Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no allegation of an adverse event with this complaint. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/03/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/20/2015 with the following findings:a review of the pump black box data revealed no evidence of a time and date reset. During testing, the pump was exercised for 24 hours, the battery was removed and reinserted after 6 hours. The time and date reset to default settings after the pump was rebooted. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed.